Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead had high undefined impedance on the superior vena cava (svc) coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.